Manufacturer narrative:
Follow-up #1: date of submission 01/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2015 with the following findings:visual inspection revealed no damage to the keypad cover. The pump powered on to a blank display. Keypad button functionality could not be tested due to the blank display. The keypad cover was removed and contamination was found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up, down, and okay buttons were intermittently unresponsive. The reporter stated that the contrast button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.